Event description:
It was reported that during a thyrodectomy, the device was making a hissing noise and not working. A new device of the same product code was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The device was returned with the blade scratched and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.